Event description:
The customer reported that the system gave a gib communication failure error message. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep installed the gib to the pcb to correct the customer diagnosed problem. This did not correct the communication failure error on the c arm with the distorted images. The customer will call ge-oec if further assistance is needed.